Event description:
It was reported that during implant procedure, the screw would not fully retract/extend after initial advancement into the heart. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the distal lv (low voltage) and the electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.